Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator compressor was not working. Patient involvement is unknown. A non covidien service engineer (se) inspected the device. The se cleaned the compressor and the water traps and the ventilator was returned to use. Covidien was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.